Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the pressure plate, the anvil of the device? Yes. Were they able to attach the anvil to the device? No. How was the procedure completed? New instrument. Was there any patient consequence? No.

Event description:
It was reported that during an unknown procedure, the pressure plate could not be connected to the instrument. No harm to the patient.

Manufacturer narrative:
(B)(4). Batch # p58m09. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was loading with staples. Further analysis of the device showed that the anvil spline was damaged not allowing it to properly attached to the device. The anvil was difficult to attached to the device once attached it was difficult to remove. No functional test was performed due the condition of the anvil spline. No conclusion could be reached as to how the anvil spline became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.